Event description:
Adverse event(s): "unexpected postoperative refraction" (postoperative refraction, unexpected). Product problem(s): "none reported" (no information [iol (intraocular lens) implant]). A surgeon reported a patient with an unexpected postoperative refraction following intraocular lens (iol) implant surgery. Medical records were received. According to the medical records, the pt had a posterior vitreal detachment (pre-existing). Postoperatively, the pt had a sudden onset of seeing a floater that looked like a thread of yarn and moved with eye movement. The surgeon stated the floater had been noted previously, but felt the patient was just now seeing it because his cataract had been removed. At the time of the examination for the patient's report of the floater, an epiretinal membrane was noted. The surgeon was unwilling to complete the questionaire. There are thirty nine medical reports associated with these events. This report is twenty eight of thirty nine.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the pulse generator could not be interrogated. The device was at elective replacement indicator (eri). The patient was previously lost to follow-up. The pulse generator was explanted and replaced.

Manufacturer narrative:
Final analysis found that the pulse generator lost output and telemetry due to normal battery depletion. The battery voltage was below end-of-life (eol). After replacing the battery and downloading the product code, normal function ensued.